Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced discomfort at the implantable pulse generator (ipg) site. The ipg was moving and flipping in the pocket site as the patient lost approximately 80 pounds since the device was implanted. To address the issue, surgical intervention was undertaken on (B)(6) 2020 where the ipg was re-sutured within the existing pocket site. No complications were noted during the procedure.